Manufacturer narrative:
The device has been explanted and has been returned to MFR, where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.

Event description:
It was reported by the patient's acoustician that the patient was explanted due to poor benefit with his device. The device function was good. The poor benefit was caused by the patient's hearing loss. He is now again wearing hearing aids.